Event description:
It was reported that the guidezilla was fractured. The 30% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 6f guidezilla catheter-guide extension was selected for use. During procedure, it was noted that upon flushing the lumen of the guidezilla, an obstruction was found. When the guide catheter was inserted, the tip was found to be fractured in half but not entirely detached. The device was slowly removed along the guidewire. The procedure was completed with another of the same device. There were no patient complications and patient was stable.

Manufacturer narrative:
E1: (B)(6).